Event description:
The customer reported that the system displayed a communication failure error message. This error message will likely result in a system lock-up, shut down or prevent the system from booting up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an over-the-phone investigation. The customer was instructed on how to reseat the interconnect cable. The system was then found to be operating as intended.